Event description:
It was reported that a patient with a 31mm mitral valve underwent a redo-mvr procedure after an implant duration of 6 years, 7 months due to pannus, calcification, leaflet motion restriction, severe stenosis, high gradient, and severe regurgitation. A non-edwards mitral valve was implanted. Per medical records patient presented with severe ms, mr and severe tr and underwent redo-mvr + CABG + tricuspid valve repair using a 32mm ring+ pfo closure. The newly implanted mitral valve appeared to be well seated.

Manufacturer narrative:
Customer reports of calcification, restricted leaflet motion, and stenosis were confirmed through observed host tissue overgrowth and calcification. Reports of high gradients and regurgitation could not be confirmed due to valve condition as returned. As received, two of the three leaflets had cuts of approximately 15mm x 12mm on leaflet 1 and 10mm x 12mm on leaflet 3. The cuts had a smooth and straight edge; cut out leaflet fragments were not returned. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 14mm on leaflet 2 on the outflow aspect. The free margin of leaflet 2 was rolled toward the outflow aspect due to host tissue overgrowth. Host tissue overgrowth restricted leaflet 2 mobility and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on the remainder of leaflet 3 on the inflow aspect. Host tissue on the stent circumference was moderate on the inflow aspect and minimal on the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 6mm at commissure 1 and leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Subvalvular apparatus was observed around leaflet 2 on the outflow aspect. X-ray demonstrated wireform intact and minimal to moderate calcification along the free margin of leaflet 2 and the free margins of leaflets 1 and 3 near commissures 1 and 3. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported that a patient with a 31mm mitral valve underwent a redo-mvr procedure after an implant duration of 6 years, 7 months due to calcification, leaflet motion restriction, severe stenosis, high gradient, and severe regurgitation. A non-edwards mitral valve was implanted. Per medical records patient presented with severe ms, mr and severe tr and underwent redo-mvr + CABG + tricuspid valve repair using a 32mm tricuspid ring+ pfo closure. The newly implanted mitral valve appeared to be well seated.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 31mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 6 years, 7 months due to significant stenosis, high gradient, and severe regurgitation.